Event description:
It was reported that pump experienced malfunction alarm malf 16, and customer felt unsafe continuing to use pump even though no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer had previously restarted pump to clear alarm and planned to continue current pump therapy until replacement arrived, while technical support confirmed warranty and shipping details, instructed customer to place pump in storage mode before return, and advised that customer would need to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.